Manufacturer narrative:
The scope was returned to the service center for evaluation of the reported failed leak test. A visual inspection was performed on the scope and noted the distal end was broken at the base of the bending section exposing metal. There was metal protruding outside the bending section cover but there was no sharp edges. Additionally, the elements inside the bending section were intact. The bending section cover was removed; no sharp edges were observed on the bending section skeleton. The leak test was not performed due to the broken bending section although the leak likely occurred as a result of the metal protruding out of the bending section cover. A review of the service history indicated the scope was purchased on october 31, 2018 and was last repaired on july 11, 2019. Based on the evaluation the most probable cause of the broken bending section skeleton with metal exposure can be attributed to excessive force or stress. According to the instruction manual it states ¿do not twist or bend the bending section with your hands, equipment damage may result¿.

Event description:
The service center was informed by the user facility that during procedure, the scope failed the leak test. There was no patient injury reported.